Manufacturer narrative:
H3: no sample or photo was received for the analysis of this complaint. The device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.

Event description:
It was reported that "while the patient was using it, a cassette disengagement alarm sounded." There was a patient involvement, but no harm/adverse event reported.

Manufacturer narrative:
D3: corrected. H6: updated. H3: one device was received. As received no damage or anomalies were observed. Functional testing was performed, and no alarms or difficulty priming was observed. The complaint of cassette release alarm sounding cannot be replicated or confirmed. The device history record of reported possible lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.